Event description:
Patient reported their dentist has recommended them to stop aligner treatment. Patient provided a letter of recommendation that states that the patient was seen and evaluated for root canal for #8. It was found that the root canal failed and needed to be extracted. The patient had a follow up visit and at that time the tooth was extracted and the site was grafted. An implant will be placed in the future. Due to this the patient will need to cease treatment of the byte aligners. The patient will be monitored for healing over the next six months. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.